Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully started their sensor session after being guided by technical support through a pump reset, which resolved the error without further issues.